Event description:
Hyperglycemia (approx 25 mmol/l)[hyperglycemia]. Administer apidra from novopen 3, pierced the bung of the apidra with a fork and superglued the needle to apidra cartridge. [Wrong technique in drug usage process]. Case description: this spontaneous case from ireland was reported by a diabetes nurse as "hyperglycemia" and "administer apidra from a novopen3 and pierced the bung of the apidra with a fork and superglued the needle to apidra cartridge" (non-serious) concerns a female pt treated with novorapid flexpen (fast-acting insulin aspart) from unknown start date for about two years and ongoing for insulin-requiring type 2 diabetes, and novopen3 (insulin delivery device) from unk start date to unk stop date due to device therapy. Pt's height: unk. The pt has had type 2 diabetes for approx 15 years, and treated with insulin for 13 years. The pt's dr suspects that the pt might have type I diabetes. The pt's treatment was being switched from insulatard (long-acting human insulin) to apidra (fast-acting insulin glulisine). Because of poor education the pt was attempting to administer apidra from a novopen3. Pt noticed that the cartridge was not fitting correctly and therefore, pierced the bung of the apidra with a fork. After this attempt to administer her insulin was unsuccessful, the pt super-glued the needle (type and batch unk) to the apidra cartridge. The pt reported feeling unwell for a week while trying to administer apidra this way. The pt was admitted to the hosp with hyperglycemia and vomiting, blood glucose value was approx 25 mmol/l. The pt remains in hospital. The outcome is not yet recovered. Follow-up received 3/6/09, resulting in novopen3 changed to suspected product. Comment: reporter's comment: there is an investigation as to who educate the pt and who was attempting to transfer the pt from insulatard to a rapid acting insulin.